Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging were available for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that the rise spacer experienced a slight collapse post-operatively.